Manufacturer narrative:
We are awaiting device return. When our investigation has been completed a followup report will be submitted. Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010.

Event description:
It was reported after 1 hour of ablation with the cool path duo catheter, the temperature reading on the rf generator appeared to be 75 degrees celsius. The physician extracted the cp duo for inspection and noticed that saline volume flow from the tip was lower than expected. The physician changed to a non-irrigated therapy ablation catheter, and after about 6 minutes of ablation, it was noted the patient had developed a pericardial effusion. The physician performed a pericardiocentesis to resolve the tamponade with no consequences to the patient. The physician did not relate the tamponade to the catheter.